Manufacturer narrative:
Further questions were sent to the initial reporter and they confirmed that they shut down was due to blown fuses. The initial reporter replaced the mains inlet and the blown fuses. The initial reporter reported that pitting was present on the fuses and their contacts, and that a foreign material was present in the mains inlet. Both of these items were confirmed by examination of the supplied pictures. The replaced fuse and mains inlet have not been investigated, but earlier investigation determined that the causes can be one or a combination of the following: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and the root cause was most probably the presence of the foreign material in the mains inlet. This is supported by the hospitals findings.

Event description:
A facility medwatch report #: (B)(4) was received stating that: "event desc: vent compressor went out while on patient and vent removed and placed on 4th floor equipment room for clinical engineering. No patient harm. Device usage problem: other. Test: increase of resistance could lead to increase of heat that depending on the resistance could be above the fuse operating range due to the inherent vibration of the device during use. It is assumed that the fuse failure is due to electrical arcing." (B)(4).